Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The lesion was located in the 95% stenotic and severely calcified proximal left anterior descending (lad) artery. The maverick2 monorail was being used to pre dilate the target lesion. The maverick2 monorail was advanced to the lesion with some difficulty. The maverick2 monorail balloon ruptured at 6 atms. The number of inflations and to what atms is unk. The catheter was removed without incident and the lesion was pre dilated with another balloon. The procedure was successfully completed following deployment of two stents. Pt status is listed as "good".